Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button anomaly. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump back light was no longer working, the up and down buttons was not responding and they needs to push it hard. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.